Event description:
Per the info provided to co by the physician's office, the device was removed due to a "tubing fracture". It was reported that "tork on tubing leading to the left cylinder" was observed during the explantation procedure. The entire device was removed and replaced with a co 2-piece inflatable penile prosthesis.